Event description:
A malfunction was reported on the pump by the caller. The customer¿s blood glucose level was not adversely impacted, remaining below 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report if any malfunction occurred again, which the caller acknowledged and understood.